Event description:
On (B)(6) 2013 it was reported that the patient underwent a full revision surgery on (B)(6) 2013 due to battery depletion and a lead discontinuity. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. It was reported that only the generator would be able to be returned for product analysis. The generator was received by the manufacturer on (B)(4) 2013 for product analysis. Product analysis is still underway and has not yet been completed. Good faith attempts for further information have been unsuccessful. During review of the patient¿s programming history it appears that high impedance was observed on (B)(4) 2006.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis on the explanted generator was completed on (B)(4) 2013. The generator was confirmed to be at end of service; an open can measurement of the battery voltage determined that the battery was depleted. Based on the bench analysis and the electrical test results, the device exhibited current consumption rates that were within specification; thereby, demonstrating normal battery depletion to an end of service condition. The device performed according to functional specifications. Product analysis on the explanted lead was completed on (B)(4) 2013. A significant portion of the lead (including the electrode array) was not returned for analysis, therefore an evaluation and resulting commentary cannot be made on that portion of the lead. The lead assembly has remnants of what appear to be dry body fluids inside the inner silicone tubing of the returned lead portions. No obvious point of entrance was noted other than the ends of the returned lead portions. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Event description:
On (B)(6) 2013, the explanted lead was also returned for product analysis. Both product analysis on the lead and on the generator are underway and have not been completed.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.